Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that this rv lead believed to have helix pre extended before taking out of packaging that cause lead to get snagged. However, helix was exercised and re attempted but displayed higher than expected impedances.